Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was kinked approximately 77.0 cm from the hub. Conclusions: evaluation of the returned device revealed the neuron max was kinked. This damage may have occurred due to forceful manipulation of the neuron max during use, and likely contributed to the inability to advance devices through the neuron max during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician experienced resistance while advancing devices through the neuron max; therefore, the neuron max was removed. Upon removal, the physician noticed the neuron max was kinked at the distal tip. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.